Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and u-100 novolog have been tested and found to be compatible for use in the pump. Use of insulin with greater or lesser concentration can result in an over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events h3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. System check was performed with tandem technical support (tts) and no issues were identified. Reportedly the customer is using apidra insulin. Tandem clinical support informed customer that apidra is off label per the user guide. Customer¿s blood glucose (bg) level was 287- 400 mg/dl, and customer reported headache, thirst, and fatigue. Elevated blood glucose levels were addressed by manual insulin injection. Customer was able to reset the pump and successfully resume insulin therapy.